Manufacturer narrative:
(B)(4). Concomitant medical products: 30124006 65003239 g7 vit e high wall lnr 40mm f, 802804004 3045483 femoral head type 1 taper 40 mm diameter +6 mm neck length, 00625006535 j7105893 bone scr 6.5x35 self-tap, 00625006535 j6852517 bone scr 6.5x35 self-tap, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 4 months post implantation due to reoccurring dislocations. The head and liner were revised as well as the cup to add anteversion. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined, however, it was noted that the surgeon revised the cup to add anteversion. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.